Event description:
While servicing the device, a philips bench technician discovered that one of the paddles was broken and cracked. There was no reported patient or user involvement and no adverse patient/user impact.